Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that the patient had an initial left total knee arthroplasty on (B)(6) 2012. Limited information suggests an adverse event related to the implants has occurred. No further information has been provided.